Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient had his pump replaced on wednesday july 8th. The company rep was notified on saturday july 11th that the patient had presented to the emergency room (ER) with withdrawal symptoms. The company rep was asked to come check the patient's pump for an alarms or issues and make sure it had been programmed correctly. They confirmed that everything was correct. They interrogated the pump and checked the logs and there were no anomalies. The patient was taken to surgery and the physician accessed the catheter access port (cap) with a cap kit and easily aspirated several ccs of fluid. The hcp could not find any issues with the catheter and at that point he asked to program a bolus on the pump which company rep did. Th ey did not recall the amount but it was to run for two minutes. They did not see any fluid coming out so at that point, they decided to replace the pump. They attempted to contact technical services but was unable to get in touch with anyone. The physician gave him an approximate 300 mcg bolus directly and then the pump was reconnected and a bolus was programmed to fill the catheter and the event resolved.

Manufacturer narrative:
Interrogation of the pump upon receipt indicated that the pump was used to deliver baclofen 3000mcg/ml at 1,397.3 mcg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.